Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit stopped functioning was confirmed during analysis. The evaluation of the returned mobile power unit serial number (B)(6) revealed compromised/damaged power supply pcb components. As a result the unit was not able to supply power. A specific root cause for the compromised components was not able to be identified during analysis. The company will continue to monitor for similar incidents. The device history records were reviewed and the records revealed the mobile power unit (mpu) was manufactured in accordance with mfg and qa specifications. The (B)(6) was previously repaired on 11-feb-2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The issues with previous mpus are covered in MFR report #2916596-2019-00785 and 2916596-2019-00743. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's third mobile power unit (mpu) stopped working. The batteries were changed along with the cord and no lights were observed on the unit even after the patient's electrical circuit was checked at their residence. No additional information received.